Event description:
On (B)(6) 2012, it was reported that when there is 100 units of insulin left in the patient's insulin cartridge the infusion device does not deliver insulin. The patient's blood glucose level rose to 25-29 mmol/l (450-522 mg/dl). After changing the insulin cartridge, the patient's blood glucose level went down. The incident first occurred on (B)(6) 2012. The second time this happened was on (B)(6) 2012 and the patient went to the hospital. When he arrived at the hospital his blood glucose level had already returned to normal and he returned home. The patient's blood glucose level was tested at the hospital and was 18 mmol/l (324 md/dl) which is also what the patient's blood glucose monitor read. The patient states that the device fails to deliver insulin when the piston rod reaches 100 units of insulin in the cartridge and does not display and error code. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside united states. Information contained in this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.